Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. An x-ray was performed, and it was determined that the ra lead was fractured due to subclavian crush. Subsequently, a revision procedure was performed, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. An x-ray was performed, and it was determined that the ra lead was fractured due to subclavian crush. Subsequently, a revision procedure was performed, and the ra lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.